Event description:
The stent embolized. The report received from the field indicated that, during a ptca/stenting procedure following dilatation of the lesion, attempts to cross the highly tortuous lad vessel were unsuccessful. The stent dislodged and could not be visualized. A severe dissection was noted and the physician elected to send the pt to the or for re-vascularization. The pt is doing fine post-op and was discharged home.